Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting of missing low glucose alarm while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced symptoms of hypoglycemia described as confusion and a loss of consciousness. The customer was provided some food by a co-worker for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors and rfs libre eader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed, no malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting of missing low glucose alarm while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced symptoms of hypoglycemia described as confusion and a loss of consciousness. The customer was provided some food by a co-worker for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.